Event description:
During a code, a patient was put on the defibrillator in order to pace the patient. As soon as the nurse turned the pacer button on, the rhythm disappeared. The ECG lead wires were found to be corroded at the ends.